Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto 3 system and a map shift occurred. It was reported that while delivering pulsed field ablation (pfa), it was noticed that there was a map shift on the carto 3 system, with the farawave¿ pfa catheter. The caller noted that the location pad was disabled at the time. There were no errors displayed on the carto 3 system, and there was no patient movement or cardioversion. Device evaluation details: the field service engineer followed up with the bwi representative and confirmed that the issue was not duplicated in the following procedures. An investigation was initiated by the manufacturer to investigate the issue. The case logs were requested in order to investigate the issue but no related data was available. The complaint history of the system was reviewed and no more similar problems were found since the issue occurred. The system is ready for use. The history of customer complaints reported during the last year associated with carto 3 system #(B)(6) was reviewed. No similar complaints were found. The manufacturing record evaluation was performed on carto 3 system #(B)(6), and no internal actions related to the reported complaint condition were identified. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # pc-(B)(4).

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Note: for field d4: UDI: the manufacturing date is currently not available. Therefore, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto 3 system and a map shift occurred. It was reported that while delivering pulsed field ablation (pfa), it was noticed that there was a map shift on the carto 3 system, with the farawave¿ pfa catheter. The caller noted that the location pad was disabled at the time. There were no errors displayed on the carto 3 system, and there was no patient movement or cardioversion. The physician had verified on fluoro and ice that the position of the farawave¿ pfa catheter was not matching up with the map on the carto 3 system. The procedure continued using fluoro and intracardiac echocardiography (ice) image for guidance. After the procedure completed, the caller rebooted the carto 3 system workstation and patient interface unit (piu) but unable to confirm at this time if the issue is resolved.